Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the photo did not show the reported failure, it shows only the product inside a plastic bag. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, water leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.